Event description:
It was reported that after a tka had been performed on (B)(6) 2022, the patient experienced septic loosening of implants. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchange the following devices: jrny ii cr fem ox np rt sz 7, journey tibia base np rt sz 6 and jrny ii cr isrt xlpe rt sz 5-6 9mm. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a tka had been performed on 23-mar-2022, the patient experienced septic loosening of implants. This event was addressed by revision surgery on 03-aug-2022 to exchange the following devices: jrny ii cr fem ox np rt sz 7, journey tibia base np rt sz 6 and jrny ii cr isrt xlpe rt sz 5-6 9mm. Patient's current health status is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown and the patient impact could not be determined based on the limited information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that loosening has been identified as a possible adverse effect. According to the intraoperative section, failure to use the optimum size component could be one of the probable causes of loosening. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.